Manufacturer narrative:
A complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. After cleaning the helix was able to retract and extend. The full helix extension length measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a high pacing threshold was revealed. During a scheduled lead revision, the helix of the lead would no longer screw. The lead was explanted and replaced. The patient was in stable condition.